Event description:
The pt was a participant in a clinical study. It was reported the pt withdrew from the study as the scs system was not providing pain relief. As a result, the pt turned off the system approximately 2-3 months prior to study withdrawal.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.